Event description:
Customer reported a patient experienced shaking, rigors, and fever approximately one hour into the dialysis treatment. The dialysis was discontinued and the patient was given 1 gram of ancef. The customer stated the patient was doing fine the next day.